Event description:
Event description boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and leads, the tricuspid valve was noted to have been perforated by the chronic right ventricular lead. The chronic ventricular lead was explanted. Once all items were in place, markers indicating right ventricular and left ventricular senses at the same time, followed by a ventricular fibrillation (vf) marker were noted. Additional information was obtained that atrial events were being oversensed on the ventricular channel. Device sensitivity was programmed to least.